Event description:
It was reported that .. "Under progress observation of xia surgery, it was found that the rod was broken and several screws were loosening. The revision surgery was performed on (B)(6) 2013, the loose screw was replaced and re-fixed. "

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment;results: the customer reported event of the xia 3 system was confirmed via sales rep. Under progress observation of xia 3 surgery, it was found that the rod was broken and several screws were loosening. It was discovered that the multiaxial crosslink was loosened which could have caused the rods to break and screws to loosen. No further evaluation possible due to lack of information/evidence.conclusion: root cause of failure is difficult to pin point with given information.

Event description:
It was reported that .. "Under progress observation of xia surgery, it was found that the rod was broken and several screws were loosening. The revision surgery was performed on 2013/(B)(6), the loose screw was replaced and re-fixed. "